Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). Initial reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance, it was observed that nose cones on the attachment device were overheating. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown; however, the event was known to have occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.